Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
(B)(4) 2013, an ocd field engineer (fe) arrived at the customer site and inspect all tip and plunger clamps. The fe replace tip clamp in position #7 with broken prong and inspect all ejection pins. The fe tested the summit lld with splld and oas user software. All tests passed. Repairs have returned this instrument to expected operation.